Event description:
A malfunction on the pump was reported, marked by the caller noting a particular malfunction code. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. The customer was assisted by technical support, who provided information on how to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.